Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 09) during the load sequence. Additionally, it was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 120 units of insulin. During a follow-up it was reported that the customer successfully resumed insulin therapy. Blood glucose level was 435 mg/dl.